Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The technician found siderail latch was contaminated with fluid. The technician cleaned and lubricated the latch to repair the bed.